Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c analyzer on a patient. Results provided: sid 100011947296 = 117.8 / 141.2 mmol/l, another alinity = 139.7 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. The customer was advised to inspect the ict probe / syringes and replace the ict module. However, a single definitive likely cause could not be identified. No additional discrepant patient results have been reported. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances for the complaint issue. This indicates the assay is performing as expected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.